Event description:
Additional information received from the company representative reported that the catheter components were not aspirating correctly and it was advised to replace the whole catheter with a new 8780. There were no external factors involved. Surgery occurred and it was discovered that the 8709sc was dislodged from the intrathecal space and not producing effective pain therapy. The healthcare provider (hcp) tried to locate it in the intrathecal area but they were unable to find it, so it was left in the patient. The hcp removed the 8578 and placed an 8780 in the patient and the catheter aspirated successfully. The pump was then updated and correct pain management was restored. The patient was receiving morphine (5 mg/ml at 2.0014 mg/day), marcaine (2 mg/ml at 0.8006 mg/day), and clonidine (26.2 mcg/ml at 10.487 mcg/day) at the time of the event. The event was resolved.

Manufacturer narrative:
Continuation of d10: product ID 8578 lot# hg23ymb06 serial# implanted: explanted: product type catheter product ID 8709sc lot# n303380010 serial# implanted: (B)(6) 2011. Explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider via a manufacturer representative (rep) indicated that the cause of the inability to aspirate/lack of cerebrospinal fluid (csf) flow was believed to be some kind of catheter kink because the patient would spin the pump in her pump pocket. Actions/interventions taken to resolve the issue included a the total catheter being revised and csf flow was confirmed. The surgeon then sutured down the new pump in the pocket. The issue was resolved and the current status of the pump was that it was explanted and discarded by the account. It was also reported that it was unknown what the patient's weight was at the time of the event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name indura; product ID 8709sc (lot: n303380010); product type: 0184-catheter; implant date (b)96) 2011. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the patient had pain symptoms and said their pump was spinning in their pocket. There were no external factors involved. Diagnostics/troubleshooting included a dye study performed on (B)(6) 2023 where no backflow was seen. A catheter revision was scheduled for (B)(6) 2023. The event was not resolved.